Manufacturer narrative:
Findings: pump was received with blank display and constant tone due to cold solder joint of u4 and u7 on mb. Unable to perform functional testing due to blank display. Unit had cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 114 mg/dl. Customer was advised to insert the new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.